Manufacturer narrative:
Date of event: exact date unknown, event occurred after the patient got home from a recent surgery. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 3163872.

Event description:
It was reported that after a lead replacement procedure (MFR. Report number: 3006630150-2021-01482), the patient was experiencing headache and discomfort caused by a cerebrospinal fluid (csf) leak. The physician performed a blood patch. The patient was reprogrammed and was doing well.